Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 19. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At theevent the patient experienced: pain. No further patient complications were reported.